Manufacturer narrative:
Product event summary: the controller, battery and cac adapter were not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis did not reveal any premature power switching events during the reported event date. Additionally, log file analysis revealed a controller power up event on (B)(6) 2019. The data point prior to the loss of power revealed that one battery was connected to power port one with 57% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that the same battery was connected to power port and an active adapter was connected to power port two. The controller was without power for 12 seconds. As a result, the reported loss of power event was confirmed. However, the reported power switching event could not be confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: (B)(6), h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67; (B)(6) h6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿controller ac adapter model #: 1430us / catalog #: 1430us / expiration date: unk / serial #: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospital's controller ac (cac) adapter and battery exhibited rapid power switching when attached to the patient's controller. There was also an unexpected loss of power on the controller. It was noted that both battery indicators turned red with two bars illuminated on each side followed by the controller going blank for a second and then returned to normal operation. The pump stopped for approximately twelve seconds and the patient felt "something weird in their chest" which was confirmed as palpitations or a ¿pressure like feeling". The cac adapter and battery, and controller remain in use. No further patient complications have been reported as a result of this event.